Event description:
Reporter reported that it was impossible to insert a suction catheter into the suction port of a catheter mount. Suctioning could therefore not be performed on the pt. No pt consequence was reported.

Manufacturer narrative:
Complaint devices were returned for eval. Results: out of the returned devices did not have slits in the silicone seals of the catheter mount suction ports. We have notified our supplier of the faulty silicone seals, and further training has been provided to our mfg personnel on inspection of the seal and in particular, the slit in the seal. The lot date on this complaint shows that the product was manufactured before notification to the supplier and before training took effect. Conclusions: this is a known problem and is due to a mfg error. The occurrence rate for such complaints is approx 0.23% worldwide for the last year. We believe that the actions we've put in place with our supplier and in our in-house processes will reduce this occurrence rate dramatically. We will continue to trend and monitor all complaints for this fault.